Event description:
The customer reported obtaining a high reading of 181 mg/dl with their precision xtra meter compared to 100 mg/dl on a lab meter within a 10 mins timescale. When plotted on a parkes error grid the results fell in the "c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customer's test strips have been returned to the lab and prod testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.